Event description:
It was reported by the customer that he had been hospitalized for high blood glucose levels. Customer stated feeling weak and could not walk. Blood glucose level at time of hospitalization was over 600 mg/dl and he was treated with an intravenous insulin drip. Customer was advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Informed customer that bolus does not resume after taking insulin pump off suspend. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window.